Event description:
It was reported that the patient was experiencing ineffective therapy due to migration of the leads. As a result, surgical intervention took place on (B)(6) 2024, wherein the migrated leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated. A4-patient weight is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.